Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed calibration. There was no patient involvement.

Manufacturer narrative:
The customer reported that they are replacing 8100 door keypad with latch because the keypads aren't working. Physical inspection was performed on the printec lvp door assemblies with keypad date code keypad was observed to in new unused condition and the second keypad was observed to be in good condition with no irregularities observed on both keypads. During internal inspection within each of the assembly¿s front and back doors covers, no signs of contamination along the keypad cable traces and fiber optic lamps was observed. Testing performed on the returned keypads found both keypads testing good with no faults identified. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Only keypads were provided for investigation.

Event description:
It was reported that the device failed calibration. There was no patient involvement.